Manufacturer narrative:
The device was analyzed by a service technician on site and the log file was evaluated. The reported problem was identified as a power loss and could be duplicated. The root cause of the power loss was found to be a failed power supply. The power supply was replaced and the device was tested according to manufacturers specification. The device passed all tests without deviation. The device reportedly alarmed with a power failure alarm as specified. In case of a power loss, the device alarms and the emergency-breathing valve opens to ambient to allow spontaneous breathing. According to the instructions for use, ventilation with an alternative ventilation device must be started immediately. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
Please refer to the initial report.

Manufacturer narrative:
The device was analyzed by a service technician on site and the log file was evaluated. The reported problem was identified as a power loss and could be duplicated. The root cause of the power loss was found to be a failed power supply. The power supply was replaced and the device was tested according to manufacturers specification. The device passed all tests without deviation. The device reportedly alarmed with a power failure alarm as specified. In case of a power loss, the device alarms and the emergency-breathing valve opens to ambient to allow spontaneous breathing. According to the instructions for use, ventilation with an alternative ventilation device must be started immediately. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported the ventilator went to a blank screen and just started alarming. There was no patient injury reported. The patient was bagged and the unit swapped out.